Event description:
A patient subject had been enrolled into a clinical study for erdafitinib based on a false positive result obtained with ref: (B)(4) therascreen fgfr rgq rt- pcr kit (iuo) and experienced mild and moderate side effects.